Event description:
According to the reporter, the tube of the device would not come apart from the adaptor of an in-line suction catheter. The patient was decannulated and had their trach changed. The patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.